Event description:
Procedure: resection. Reportedly, the blade of the device is not protected over 5mm at the base. The facility reports electrical arcs during the operation and two burns occurred on the small intestine. It was necessary to resect the burnt tissue. No current pt status is available. Note: several attempts have been made to contact the account & acquire additional info. However, to date no additional info has been provided.